Manufacturer narrative:
The device(s) has not been received by the manufacturer for evaluation. A lot history review (lhr) review is not possible; as no manufacturing lot number(s) has been provided. Per 21 cfr part 803.56 not enough information has been provided about each identified patient and/or device mentioned. Therefore, one emdr is being submitted for multiple reportable events, identified in the literature search.

Event description:
Per american journal of infection control study: "2 - asymptomatic thrombosis, (no thrombotic event was associated with catheter malfunction, so the catheter were left in place and kept in use." (P. 3). Reference: a prospective, randomized comparison of three different types of valved and non-valved peripherally inserted central catheters. Mauro pittiruti, md, alessandro emoli, patrizia porta, bruno marche, rosa deangelis, giancarlo scoppettuolo.